Manufacturer narrative:
The fluid path was inspected and no signs of tears or leakages were observed. No other issues were observed that would contribute to leaking during wear the exposed portion of the soft cannula was observed to be bent. Although a bend was observed, it can not be determined when or how the bend occurred and if it contributed to the reported failure to deliver insulin. The downloaded data does not show any timeouts or drive stalls. No other defects or damages noted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values reached 310 mg/dl. The patient was wearing the pod between 24 and 36 hours on the abdomen. The pod was leaking.